Event description:
It was reported that the customer's blood glucose was running high. The customer needed to administer a correction bolus for food that was recently eaten but pump recommended a bolus valve too small for the pump to deliver due to customer's profile settings. Tandem technical support advised customer on how to perform a manual override. Customer understood.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.